Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. A pre-procedure device check was not done. Pre-cleaning was done immediately after the procedure. Water was not aspirated through the instrument or suction channel with a suction pump and the air/water channel was not flushed with water and air. The auxiliary water channel was not flushed. During manual cleaning, all reprocess accessories were free from defect. There was more than 60 minutes between pre-cleaning and manual cleaning and there was no presoaking done. The scope was leak tested and performed in accordance with the IFU. The detergent used for manual cleaning was mediclean forte manufactured by dr wiegert. The instrument/suction channel, suction cylinder and instrument channel port were brushed during manual cleaning. Detergent was not aspirated through the instrument/suction channel. The brush was inserted into the instrument channel from the suction cylinder. The air/water channel, instrument/suction channel, and auxiliary channels were flushed. Manual disinfection was not done. The automatic endoscope reprocessor (aer) used was getinge ew2. Pokayoke manufactured by getinge was used as the detergent and pokayoke a+b manufactured by getinge was used as the detergent. The site had a clear system established to avoid an mix-up and cross contamination of the scope. All removable parts were detached from the scope and the scope was stored in drying cabinet for up to 30 days. If stored wet, the scope was stored up to 4 hours max. The scope was not sterilized. Olympus was not used for maintenance and repair. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During device evaluation at olympus, it was found the control section plate was deformed, the suction cylinder was discolored, the scope connector cover was cracked, the channel mount was corroded, the image had white dots due to damage on the charged coupled device, the light guide lens was cracked, the bending section cover had visible thread, the angle knob torque of the right/left knob exceeded standards due to deformation fo the bending tube this event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii colonovideoscope tested positive for an unexpected contamination. The scope tested positive several times. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The root cause of this event was unable to be identified. However, based on the results of the investigation, it is likely that the subject device was not reprocessed according to the device instructions for use (IFU), as the following deviations were confirmed by review of reprocessing steps provided from the user: suctioning water was not performed for biopsy channel or suction channel at precleaning. Flushing was not performed for a/w channel with a/w channel cleaning adaptor at precleaning. Flushing was not performed for auxiliary water channel at precleaning. Suctioning detergent solutions was not performed for biopsy channel or suction channel at manual cleaning. Flushing was not performed for accessories at manual cleaning. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.